Event description:
It was reported that a revision surgery was performed to address a mobi-c implant that migrated post-operatively. The implant was removed and a fusion was performed in its place. No further information regarding patient outcome was reported.

Manufacturer narrative:
(PMA 510k), h3, and h6: method code. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. There were no changes to h4: the information was erroneously entered on this report. The complaint is confirmed via x-ray and exponent analysis for 1 (one) of 1 (one) returned mobi-c implant (pn mb3555) for the reported failure of post-op migration. Visual inspection confirms that the device shows signs of having been implanted for a short time. X-rays were provided for review. Potential cause: root cause was unable to be determined. Per the product evaluation, no indication of infection, corrosion, abnormal wear, dimensional non-conformance, or abnormal endplate damage were found. Osseointegration was noted by the presence of bone on the endplates. It is possible that the implant is over-sized for the disc space, the device was not centered when placed, or the incorrect implant height was chosen for this patient. Complaint history: review of complaint history identified 6 additional complaints for the same or similar issue in the 12 months leading up through the complaint date to the present. Additionally, 0 total other complaints were found for the same ln. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a revision surgery was performed to address a mobi-c implant that migrated post-operatively. The implant was removed and a fusion was performed in its place. No further information regarding patient outcome was reported.

Event description:
It was reported that a revision surgery was performed to address a mobi-c implant that migrated post-operatively. The implant was removed and a fusion was performed in its place. No further information regarding patient outcome was reported.

Manufacturer narrative:
The product was not returned to zimmer biomet, so an evaluation was unable to be performed. The x-ray provided by the reporter was reviewed. The complaint is confirmed via x-ray for the reported failure of post-op migration. The cause is likely attributed to a positioning/alignment and implant sizing error. There were no indications found of manufacturing issues that would have contributed to this event, and the implant was likely conforming when it left zimmer biomet's control.

Manufacturer narrative:
This medwatch is submitted to send the initial report for this complaint. UDI: (B)(4). Without a product return, no product evaluation is able to be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. No other additional information were provided at this time. The investigation is in progress. Conclusion is not yet available, once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by MFR: product retained by hospital.

Event description:
Mobi-c p&f us: revision due to migration. As reported : surgeon identified displaced implant during routine follow up, requiring removal of implant. Device implanted at (B)(6) regional on (B)(6) 2018. Explanted at (B)(6) hospital, (B)(6) on (B)(6) 2019. No visibility to revision films. No trauma was indicated in discussion with the surgeon. Surgeon indicated that the device was removed and the level was subsequently fused. No update on health status beyond this. X-ray before revision surgery was provided. No other information provided at this time. Investigation still in progress.